Event description:
Health professional reported that a lap-band system was explanted and replaced due to an alleged "prolapse(d) band." The event was first noted when the pt presented with dysphagia. An upper gastrointestinal (gi) was conducted that confirmed the prolapse.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the reported event of band slippage and dysphagia as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated.